Event description:
The customer contacted physio-control to report that their device will "turn on even with the lid completely closed and has happened repeatedly.". In this state the device may be missing a lid magnet and may thus not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and confirmed the reported issue. Physio found the root cause to be the lid switch, sw5. The customer was provided with a warranty replacement device and the returned device was destructively tested.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will "turn on even with the lid completely closed and has happened repeatedly.". In this state the device may be missing a lid magnet and may thus not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.